Event description:
(B)(4). Initial report: this non-serious spontaneous report was received from a consumer via our affiliate in (B)(4). (B)(4). This report involves a (B)(6) female patient who was administered three sculptra (poly-l-lactic acid) applications during the time from (B)(6) 2007 to fill facial sulcus (dosages not provided). Medical history includes removal of ovary. Concomitant medication includes zetron (ondansetron hydrochloride). This patient reported that she starting using sculptra on (B)(6) 2007, and since that date, she is presenting with hematoma. She presented with bleeding in her muscle the moment sculptra was administered and the needle blocked at the moment of application. She also stated that she did not notice the desired effect of the product. Her physician does not have knowledge of her dissatisfaction with the treatment, but is aware of the reaction that occurred. Attempts to obtain further information from the patient have been unsuccessful. It was not possible to contact the treating physician. Additional information received on 29-oct-07: (B)(4): brr (batch record review) without hint to root cause. No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in (B)(4). The review of the dhrs (device history report) and of the analytical results of these batches did not show any anomaly that could be related to the event that occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable.